Manufacturer narrative:
Per the clinic, the patient experienced an infection (specific date not reported) and was treated with oral and topical antibiotics (duration not reported). This report is submitted on september 08, 2021.

Manufacturer narrative:
This report is submitted on july 28, 2021.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.